Event description:
It was reported that there were 12 vf episodes stored. The patient received an inappropriate shock. The iegm showed a false sensing signal.

Manufacturer narrative:
The outer insulation was abraded at 21 cm from the connector pin and the sensing cables were exposed in the same area. The outer insulation was also abraded at 56 cm from the connector. The damage occurred due to friction with the ICD can and could explain the reported oversensing.